Event description:
According to the operative report: "during routine craniotomy, chief resident was turning cranial flap using the l-crn drill bit (this drill bit differs from acrn and is used for extra thick bone), and the drill bit broke. The pieces were accounted for and sequestered off the field."when the bits break, there is always the possibility of a small fragment being left behind. They normally x-ray the patient to look for pieces, but a very small piece could be missed. There is a high likelihood these patients will need a MRI at some point in the future and the router material is highly magnetic, which could pose a safety problem. At the very least, there is a delay in the case while they look for the pieces.